Manufacturer narrative:
(B)(4). Date sent: 07/30/2020. D4: batch # t5cc9t. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the staples "are completely open" if these staples were seen in the tissue? Or were they still in the device itself? Was the surgical procedure type changed due to the event that occurred? If yes, was the procedure type converted from a laparoscopic procedure to an open procedure? How much longer was the surgical procedure extended by (minutes/hours)? Was there any patient consequence? If yes, please describe.

Event description:
At the time of performing the colorectal anastomosis, the stapler is inserted to fit it with the anvil and gradually closed to trigger it. At the moment the stapler is removed from the rectum, the colon is perforated since it only cuts but does not staple. The staples are completely open. The stapler is removed, and the surgery is finished manually. Causing the patient to be exposed to more hours of anesthesia.